Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the disposable set was unavailable for return and investigation, however the accumulation of air in the sample bag is a known issue. The following scenarios outline how air may enter the sample bag: if both the needle line clamp and the sample bag clamp are open as instructed by the operator's manual, a small amount of air may enter the sample bag during the air removal process. If the sample bag line clamp is open and the needle line clamp is closed, the evacuated air will fill the sample bag. The system will detect it and display an error message, instructing the operator to remove the air from the sample bag before continuing. The trima accel system version 6.0 prompts the operator to close the clamp to the sample bag prior to the completion of the air evacuation step, if air removal is configured on. If the clamp is not closed, a small amount of air may enter the sample bag as with version 5. If the sample bag line clamp is left open during the tubing set test on either software version, air will enter the sample bag resulting in a tubing set test failure, with on screen instruction to remove any air in the sample bag. The device history record was reviewed. Nothing was found that was related to this event. Root cause: the air in the sample bag is either the small amount expected during the air removal process or due to incorrect clamping of the tubing during air removal or tubing set test. The customer discarded the set.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in progress. A follow-up report will be provided.

Event description:
The sample pouch began to fill as normal immediately after venipuncture. After curing the line, the operator noticed that the sample pouch had filled with air and started to move up from sample pouch towards donor. Prior to venipuncture, all clamps closed and sample pouch was flat. Donation stopped after discrepancy noticed. No medical intervention was necessary. This report is being filed due to the identified malfunction could likely cause or contribute to a death or injury if this same failure were to recur.